Manufacturer narrative:
The clinician reported multiple implant failures, corresponding to different patients, in an undefined period of time. No further clinical information was supplied in this complaint. The clinician complaint included the following products: isps1038 lot 7598518 (B)(4); isps1038 lot 708799 (B)(4), isps1038 lot 7742023 (B)(4), isps1042 lot 7683431 (B)(4), isps1042 lot 7722069 (B)(4), isps1042 lot 7731941 (B)(4), isps1042 lot 7770431 (B)(4), ils1038 7742040 (B)(4), ils1038 lot 7742041 (B)(4), ils1142 lot 7576800 (B)(4) ils1142 lot 7576842 (B)(4), isps1142 7768516 (B)(4), isps1138 lot 7748527 (B)(4), isps1138 lot 7748546 (B)(4), isps1138 lot 7748562 (B)(4), isps1338 lot 7565024 (B)(4), isps1338 lot 7767018 (B)(4). Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseus dental implants in clinical use.

Event description:
Dental implant failure.